Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 694765, lead; implant: 2002-(B)(6). (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead was exhibiting noise. Physician chose to replace the lead at the same time as changing out the implantable cardioverter defibrillator (ICD) due to normal elective replacement indicator(eri). No patient complications have been reported as a result of this event.